Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported, a pt was hospitalized sometime in 2005. Per the reporter, the pt tested her blood glucose and the meter read"high". She was transported to hospital, where upon admit she was placed on an insulin drip and IV fluids. The reporter stated that the problems were due to her daughter being "not ready for the pump". The device should be returned for eval; to ensure that it is functioning corrctly and did not contribute to the reported incidence.